Event description:
It was reported, the pt was unable to increase the amplitude of her system. The sjm rep met with the pt for reprogramming and determined the pt had one contact with high impedance. It was reported reprogramming was able to resolve the issue, and the pt received effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.